Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more details. No patient consequence reported. Did the needle separate from the suture strand before use on patient? During use. Did the needle prematurely release from the suture strand during suturing? Not reported. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received one empty labeled winding former, a suture and one needle that pertain to the product code: (B)(4). During the visual inspection of the needle, the swage and attachment area were as expected. The barrel hole was examined under 20x magnification and remnant suture was noted. The suture end was observed to be severely cut therefore this was resulting in a clip off defect. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Related events captured via: 2210968-2022-10556, 2210968-2023-00520 and 2210968-2022-10557.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The needle detached during use. There were no adverse patient consequences reported. Additional information was requested.